Event description:
According to the customer report leakage from the injector was observed during preparation.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one injector sample, along with the IV bag and spike set was provided to our quality team for investigation. Through visual inspection, the injector is observed to be broken, only partially engaged with the connector of the spike set. Further evaluation identified the rotations stops are bent, causing the injector needle to remain exposed. Functional testing was performed and confirmed the syringe could be filled with liquid and move through the injector without issue and no leakage from the injector was observed. A device history review was performed for reported lot 2310005, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all critical dimensions are within specification and there is no damage on the product. Testing results were reviewed for the reported lot and found all product met required specifications. Retained samples of the reported lot were used for additional evaluation. The injectors were inspected, no damage was observed on any of the devices, all product could be properly engaged with a mating components, and no breakage of the safety sleeve or needle exposure occurred. It is important to grip the white injector components when engaging/ disengaging; do not grip the blue safety sleeve. If the safety sleeve grips become dislocated, the injector is activated causing needle exposure. To prevent damage to the handles of the safety sleeve, the injector must be removed by pulling it backwards and must not be forcefully engaged. The instructions for use must be carefully followed when using phaseal devices in order to avoid any damage to the product that may result in the device not functioning as intended. Based on the available information, we are unable to identify a root cause related to the manufacturing process at this time. It appears that this incident was due to excessive force during connection/disconnection of the device. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.